Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for complex regular pain syndrome type I and non-malignant pain. The patient cannot get the stimulator to work right. Initially, the stimulator worked and the pain seemed to lessen on its own. The patient had an unrelated adverse event in (B)(6) 2015 and ever since then they have had issues with their stimulator. When they charged their implant it would feel like it was burning/painful so they would charge for shorter periods of time and charge more often. It was unknown when the issues with the stimulator and burning while charging began. The patient stated a couple months after their unrelated adverse event. The patient was redirected to follow up with their healthcare professional (hcp) but the patient indicated not having a managing hcp so they were sent an hcp listings. No further complications were reported/are anticipated.